Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported patient burn could not be conclusively determined. Per the IFU, the user should avoid inserting the rf cannula to the point where the hub comes in contact with the skin during the procedure.

Event description:
Related to mw5042453. During a bilateral dorsal ramus l5 ablation procedure, a patient burn occurred. The neurotherm grounding pad was placed on the right posterior thigh and the procedure was completed using neurotherm rf needles. During a follow up visit, two burns were noted at the site of needle entry, one dime-sized and ther other 4mm across. The burns were excised and closed. The burns have since healed.